Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became bent interrupting insulin flow. Customer reported a blood glucose level of 350 mg/dl. Customer reverted to an alternate method of insulin therapy.